Event description:
Procedure type: prostatectomy. According to the reporter: the balloon was placed and pumped with air but would not inflate. The consultant heard a leak. It was removed and another balloon opened. No patient injury. There was no report of pieces falling into the cavity, or extension of or time or the incision. Impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4)